Manufacturer narrative:
(B)(4). No conclusion could be drawn as the aluminium foil pouch that had contained the folder with the device was not returned for evaluation. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2014. Prior to using on the patient, while opening the package, the scrub tech felt that the device was not sterile. Another like device was used to complete the procedure. Additional information was requested. There were no adverse patient consquences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.